Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-sep-23. It was reported that a manufacturer's representative shipped the pump back on (B)(4) 2017. No further complications were reported or anticipated.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative regarding a patient who was receiving baclofen [2000 mcg/ml] at a dose of 400 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. It was reported on (B)(6) 2017 that the pump was alarming and the physician requested the patient come into their office. The hcp interrogated the pump as diagnostics/troubleshooting performed on (B)(6) 2017 and the pump read ¿motor stall occurred.¿ the date of the event was reported to be (B)(6) 2017. The pump was completely explanted and replaced on (B)(6) 2017 as surgical intervention taken to resolve the issue. It was reported that there were no environmental/external/patient factors that may have led or contributed to the issue. At the time of the report the issue was resolved and the patient status was ¿alive ¿ no injury.¿ it was indicated that the pump would be returned by the manufacturer's representative. The patient medical history was asked and would not be made available due to a legal/confidential reason. The patient weight was asked and would not be made available due to a legal/confidential reason. Other medications the patient was taking at the time of the event could not be obtained as they were not available to the manufacturer. No further complications were reported or anticipated.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. The company representative had received a call from the physician regarding the pump showing a motor stall. The date of the event was (B)(6) 2017. The pump was scheduled for replacement the next day ((B)(6) 2017). It was noted that no dye or rotor study was performed. The patient was without injury and had recovered without sequela. The pump administered lioresal intrathecal. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative (rep) on 2017-sep-28 reported the pump still currently alarming as previously reported, and that they will silence the alarm then send it back for analysis. No further complications were reported or anticipated.